Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited greater than 2500 ohms impedance. It was also noted that the lead failed to capture or sense atrial activity, though it appeared to be sensing activity from the ventricular lead.